Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the pump stopped working. Customer had the pump in his pocket and when he went to bolus, none of the buttons would work. Customer took the battery and put it back in. Customer received a low battery alarm and when he inserted a new battery, he got a button error alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).